Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the bottom bipolar pin was found to be bent sideways. A bipolar cord could not be properly installed due to the bent pin. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were 0.085 - .150 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted bent prongs on the connection of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.